Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to corroded battery contacts. As a result, customer experienced symptoms described as fatigue. Customer had contact with a healthcare professional who intravenously administered 30 units of insulin and 1 liter of lactated ringers for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain readings due to corroded battery contacts. As a result, customer experienced symptoms described as fatigue. Customer had contact with a healthcare professional who intravenously administered 30 units of insulin and 1 liter of lactated ringers for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.